Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise which led to pacing inhibition with up to six seconds of asystole in a pacemaker-dependent patient. The patient mentioned they may have used a tens unit which might have been responsible for causing the noise. At this time, the pacemaker has been reprogrammed and remains in service as the patient will continue to be monitored. No adverse patient effects were reported.